Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished (B)(4), and no non-conformances were identified attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture ruptured at the time of the patient¿s skin synthesis. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported that the device had a breakage suture issue. One opened box with twelve unopened samples lot ak5799 was returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.